Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2010, product type: catheter. (B)(4)

Event description:
Information was received from a consumer in regards to a patient who had been treated with baclofen intrathecal via an implanted pump. The patient's indication for pump use was intractable spasticity and other spasticity. Within a week after the patient's second pump was implanted (B)(6) 2010), a staph infection was found, and the patient was treated with IV antibiotics to clear the infection. However, the pump was finally removed. A new pump was re-implanted on (B)(6) 2010. When the pump was taken out, the patient lost their memory so they did not recall all of the details. The patient's infection resolved on an unknown date. Additional information has been requested, but it was not available at the time of this report.